Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The user's blood glucose values are usually stable around 100 mg/dl but recently she observed values around 260 mg/dl. In the morning of (B)(6) 2022 at 6:00 a.m. She had a blood glucose value of 160 mg/dl and set a bolus of 1,4iu and at 7:30 a.m. Her blood glucose level was 170 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.